Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed. However, the shaft was returned bent and separated. Based on analysis of the returned device there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.5 x 20 mm trek was advanced to the lesion for pre-dilatation when the balloon leaked as pressure was applied. A 2.5 x 15 mm trek was then advanced to the lesion and it also leaked as pressure was applied. Another rx trek was used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.